Manufacturer narrative:
(B)(4). Evaluation summary: one sample was evaluated for reported condition of separation of tubing from the chamber of an administration set. The reported condition was confirmed during sample evaluation. The assignable cause of reportable condition is found to be lack of solvent at the connection of tubing and the chamber site. The solvent dispenser tool was standardized to remove/reduce future occurrences similar to reported condition. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) an administration set in which a nurse observed a leak on the set due to separation of tubing from the chamber. The reported condition occurred when the nurse was trying to change the perfusion. A patient was involved but, there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number.a follow-up report will be submitted upon completion of evaluation or if additional information becomes available.